Event description:
Hospitalized due to elevated blood sugar levels [blood glucose increased], malfunctioning novopen 6 spring [device malfunction], malfunctioning novopen 6 spring which caused the medication to not be injected successfully [incorrect dose administered by device]. Case description: this serious spontaneous case from china was reported by a consumer as "hospitalized due to elevated blood sugar levels (blood sugar increased)" with an unspecified onset date, "malfunctioning novopen 6 spring (device component malfunction)" with an unspecified onset date, "malfunctioning novopen 6 spring which caused the medication to not be injected successfully(incorrect dose administered by device)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", and insulin (unspecified) for an unknown indication. Patient height, weight and bmi (body mass index) wee not reported. Medical history was not provided. On an unknown date, patient was hospitalized (onset and discharge date not reported) during use of unspecified insulin due to elevated blood sugar levels as a result of a malfunctioning novopen 6 spring which caused the medication to not be injected successfully. Batch numbers: novopen 6: nvgap57, insulin: unknown. Action taken to novopen 6 was not reported. The outcome for the event "hospitalized due to elevated blood sugar levels (blood sugar increased)" was unknown. The outcome for the event "malfunctioning novopen 6 spring (device component malfunction)" was unknown. The outcome for the event "malfunctioning novopen 6 spring which caused the medication to not be injected successfully (incorrect dose administered by device)" was unknown. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Preliminary manufacturer comment: 16apr2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigational result. Name: novopen 6, batch number: nvgap57. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: unspecified insulin batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer comment: 12-jun-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: name: novopen 6, batch number: nvgap57. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: reporter's causality (novopen 6) - hospitalized due to elevated blood sugar levels(blood sugar increased) : unknown malfunctioning novopen 6 spring(device component malfunction) : unknown malfunctioning novopen 6 spring which caused the medication to not be injected successfully (incorrect dose administered by device): unknown. Company's causality (novopen 6) - hospitalized due to elevated blood sugar levels (blood sugar increased): possible malfunctioning novopen 6 spring (device component malfunction) : possible malfunctioning novopen 6 spring which caused the medication to not be injected successfully(incorrect dose administered by device) : possible reporter's causality (insulin) - hospitalized due to elevated blood sugar levels(blood sugar increased) : unknown malfunctioning novopen 6 spring(device component malfunction) : unknown malfunctioning novopen 6 spring which caused the medication to not be injected successfully(incorrect dose administered by device) : unknown. Company's causality (insulin) - hospitalized due to elevated blood sugar levels(blood sugar increased) : possible malfunctioning novopen 6 spring(device component malfunction) : possible malfunctioning novopen 6 spring which caused the medication to not be injected successfully(incorrect dose administered by device) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Investigational result. Name: novopen 6, batch number: nvgap57. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: unspecified insulin batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information device available for evaluation and returned to manufacturer on fields were updated investigational result was added is non-reportable field updated as yes follow up information further investigation field was updated with comment imdrf codes b,c,d,g were updated narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00075. Reference notes: medwatch 3500a MFR. Report number. No further information available. Final manufacturer comment: 15-aug-2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. H3 continued: evaluation summary. Name: novopen 6, batch number: nvgap57 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.